Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was neither interrogatable nor was any anti-bradycardia therapy functionality present. Therefore, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. The battery was disconnected from the electronic module. The electronic module was attached to an external power supply to check the functionality of the electronic module. A thorough investigation did not show any abnormality. All therapy functions were available and worked as expected. In particular, the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further detailed analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed an elevated heat dissipation. Further electrical measurements revealed a poor load capacity of the battery. Next, the battery was opened for destructive analysis. Thereby, no anomalies were noted during the analysis. A battery depletion could not be confirmed. However, it is reasonable to assume that under battery load, voltage drops occurred which led subsequently to the clinical observation. In conclusion, the therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Despite a thorough analysis the root cause for a poor battery load capacity was not conclusively determinable.

Event description:
After an implantation period of approx. 16 months, it was reported that it was not possible to interrogate the device during a follow-up. The patient was hospitalized for device replacement.